Manufacturer narrative:
G4:20feb2021. B4:05mar2021. H10: the user interface assembly was returned for failure investigation. The customer complaint was verified. The root cause is the contamination of the pc board in the area under or surrounding fb21. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported the unit powered on by itself. There was no patient involvement.

Manufacturer narrative:
G4:(B)(6) 2020. B4:(B)(6) 2020 . The remote service engineer (rse) advised the customer to suspect the user interface board or the power management board. Rse advised the customer if they can swap out the power management board to see if issue resolves. Customer advised there is no spare to swap out and requested part number for both. The customer advised the issue was resolved after replacing the user interface assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.